Manufacturer narrative:
Qn# (B)(4). Other remarks: see MDR# 3010532612-2020-00140 ((B)(4)) as the report is related to the same patient.

Event description:
It was reported that the staff called with questions about an unable to refill alarm on the intra-aortic balloon pump (iabp). It was also noticed that the balloon volume has changed to 30 cc and no one has changed the volume. The connector is a 40 cc iab. The balloon volume key states that the 30 cc is 100%. The other things she has noticed is that the helium gauge bar is reading 2000 psi and the bpw has artifact. As a result, the iabp was changed for another iabp. The balloon volume is reading correctly- 40 cc, the psi is reading correctly, and the bpw does not have any artifact. The fiberoptic was successfully connected and map cal was done. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the staff called with questions about an unable to refill alarm on the intra-aortic balloon pump (iabp). It was also noticed that the balloon volume has changed to 30 cc and no one has changed the volume. The connector is a 40 cc iab. The balloon volume key states that the 30 cc is 100%. The other things she has noticed is that the helium gauge bar is reading 2000 psi and the bpw has artifact. As a result, the iabp was changed for another iabp. The balloon volume is reading correctly- 40 cc, the psi is reading correctly, and the bpw does not have any artifact. The fiberoptic was successfully connected and map cal was done. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iap part was returned to teleflex chelmsford for investigation. The reported complaint of "unable to refill alarm, pump reading 30 cc instead of 40 cc and helium tank gauge is reading 2000 psi" is confirmed based on the pictures provided in the complaint. A teleflex service engineer serviced the pump and could not duplicate the problem. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00140 (B)(4) as the report is related to the same patient.